Event description:
It was reported the event occurred while the patient was coding. The clinician reported using the seldinger technique during this procedure. Upon removal of the wire, it unraveld. As a result, the wire was removed in its entirety. However, upon removal of the swg, the clinician's hand was punctured with the unraveled wire, through his doubled latex gloves, and his hand began to bleed. Blood tests were performed and the results were negative for hep b&c and hiv. There were no reported associated patient complications.